Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an attempted implant, the lead was unsuccessfully used due to patient anatomy and difficulty getting the helix to engage the side wall of the selected vessel. It was noted that the lead dislodged immediately after slitting. In addition, adequate thresholds were unable to be obtained in other branches. The physician chose to deep seat a thinner lead in the patient instead. No patient complications have been reported as a result of this event.